Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer were brought to the emergency room on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 600 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer experienced symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with intravenous drip at the hospital. The insulin pump was on auto mode at the time of the incident. The customer alleged the insulin pump for under delivery because she delivered insulin pump nothing was delivered as the blood glucose level was not dropping. The insulin pump will be and reservoir will not be returned for analysis.